Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006, fr995-27 tissue valve, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient experienced a "jumping sensation at the bottom of the ribs" and presented to the clinic. In-clinic, the left ventricular lead was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.